Event description:
The consumer reported that they had stimulation in an undesired location. The patient reported that they had been adjusted three times and needed another adjustment. It was reported that the patient was adjusted a week ago. There was a report that it was working great and then they were sitting on the couch and the stimulation went from their back into their ribs. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.